Event description:
Tkmd safety needle 23gx1.5" lot# 2102070 and 20210710 is defective and has caused several needle stick incidents at clinic location. Protective sheath does not always cover needle and once sheath is "locked' it can become unlocked, exposing the used needle. Needled received in ancillary kits from dhs. Reference report: mw5119045.